Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: locking compression plate (lcp) dt (for metaphysis), which had been implanted approximately 4 years ago, was removed on (B)(6) 2012. At the removal, the doctor tried to remove the 3.5mm locking screws. However, 4 of the locking screws were jammed into the bone. So, the doctor used the carbide to remove them. As a result, the plate could be removed but 3 pieces of the locking screws were left in the tibial bone and 1 piece was left in the fibular bone. Doctor commented that there was no any other way to remove them. No material received. This is report 3 of 3 for complaint (B)(4).